Event description:
It was reported that the liquid crystal display (lcd) bleeds during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the liquid crystal display (lcd) has bleed. Functional testing found there is evidence of liquid crystal leakage inside the lcd display. Lec 170 error message displayed on start up. Replaced faulty lcd display and backup capacitor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received via email on 23-august-2022 from customer and attached in complaint: issues happened while testing and date is unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.